Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was interrogated due to dizziness and it was detected that this implantable pacemaker and right atrial (ra) lead exhibited no capture at maximum output. Previous x-ray revealed normal findings. When the device was in ddd, retrograde was visible but no capture in aai. Recent ra impedance had fluctuated; exit block and lead micro dislodgement were observed. No surgical intervention was performed and device would be kept in ddd program but then lowered lower rate limit (lrl) to 50 pulse per minute (ppm). At this time, the system remains in service. No adverse patient effects were reported.